Manufacturer narrative:
The reason for reoperation was reported to be due to "rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional data: b.5., d.4., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing, red particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side (observed two sharp patterns) assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive visual analysis and microscopic analysis reported: fold creases and nicks.

Event description:
Physician reported a left side rupture. Device has been explanted..